Event description:
It was reported over the course of a year; this implantable pacemaker longevity was observed to have decreased from 2 years to less than 3 months remaining. Boston scientific technical services was contacted and recommended an emergent replacement procedure. The physician scheduled the procedure, which has not yet occurred. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.